Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged cough and heart skipping a beat. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough and heart skipping a beat related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed dust/dirt contaminate on outside of the top and bottom enclosure ,front ui panel,side panel ,sd flip side door,blower box and blower. A contaminate consistent with keratin was observed on the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and they observed dust/dirt contamination in the airpath from a source of external to the device ,there is no evidence of degraded sound abatement foam. Section h6 was missed to capture in previous MDR,now it is corrected and updated in htis report.